Event description:
Patient was revised to address stem loosening, pain and recall of the asr products.

Manufacturer narrative:
The investigation has been reopened. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient was revised to address stem loosening, pain and recall of the asr products. Doi: unk - dor: (B)(6) 2012 (left side).the device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The stem associated with this report was not returned. A complaint database search finds no other reported incidents against this provided product and lot combination since its release for distribution. Provided primary and revision operative notes were reviewed by a depuy (B)(4). The review did not identify a root cause for the report. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.